Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device did not form clips properly when initially deployed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years and 7 months. On 11/02/2010 (through follow-up with the health-care provider), additional information was received via fax. It was learned that the device was explanted due to a ruptured chordae, causing mitral regurgitation. Per the surgeon, the reason for explanting the device was not related to a device malfunction. Per the operative report, a tee showed 4+ mitral regurgitation due to flailing of the anterior leaflet. When the mitral valve was exposed, it could be seen that the anterior leaflet was completely flail due to rupture of the major cord at p2.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.